Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control provided the customer with a replacement device. The customer returned the device to physio-control for evaluation; however, due to a receiving error the device was scrapped. Physio was unable to retrieve the device for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control was notified by the device scrapping facility that they had found the device and would forward it to physio for evaluation. Physio-control examined the device and verified the reported issue noting that all icons (charge pak, attention and service wrench) were present on the display and that the unit would not power on. Physio determined that there were two potential contributing factors that caused the reported issue. The first observation was an electrically leaky filter, designator fl9, from the analog pcb assembly. The leaky filter assisted with the depletion of the internal hybrid layer capacitor (hlc) batteries. The second observation was that one of the three (3) hlc batteries, designator bt3, had internally leaked.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and that the device would no longer power on. There was no patient use associated with the reported event.